Event description:
This is a follow up report to submit pathologic analysis of the lifecell device indicated in this complaint. The original description of events is as follows: it is reported to lifecell: on (B)(6) 2011 patient with dcis breast cancer underwent a mastectomy with diep reconstruction. On (B)(6) 2012 she presented with a hernia. On (B)(6) 2012 she underwent a bridged abdominal hernia repair with lifecell device. On (B)(6) 2013 patient complained of bulging. On (B)(6) 2013 the lifecell device was removed.

Manufacturer narrative:
Review of the information reported: review of the device history records for any other complaints reported to lifecell against complaint related lot s11066. Results of evaluation: review of the device history records for complaint related lot s11066 resulted in no remarkable findings, with no nonconformities or deviations related to the nature of this complaint. Lot s11066 did meet qc release criteria for the finished product. Query of lifecell complaint system did not return any other complaints reported to lifecell against complaint related lot s11066. (B)(4). Conclusion: based on the information reported and internal investigation into the complaint lot, the relationship between the device and this event cannot be determined. Causality has not been determined. Pathological evaluation of the returned specimen is pending and will be included in a follow up submission. As per investigation into batch records, complaint related lot s11066 met qc release criteria.

Manufacturer narrative:
Pathological evaluation indicates the device had not incorporated into the patient's tissue. There is evidence of foreign body reaction and device degeneration. The cause of non incorporation remains undetermined following pathological analysis. As per investigation into batch records, complaint related lot s11066 met qc release criteria.

Event description:
It is reported to lifecell: on (B)(6) 2011 patient with dcis breast cancer underwent a mastectomy with diep reconstruction. On (B)(6) 2012 she presented with a hernia. On (B)(6) 2012 she underwent a bridged abdominal hernia repair with lifecell device. On (B)(6) 2013 patient complained of bulging. On (B)(6) 2013 the lifecell device was removed.